Manufacturer narrative:
Device eval: the reported event that the drill sleeve broke could be confirmed. Based on investigation, the root cause of the determined breakage was attributed to be not device/manufacturing related. The breakage was caused by high force application (most probably under combination of rotation and bending moment). Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
Our sales rep reported a case apparently dr inserted the drill guide into the plate but the front part of the drill guide broke off inside the plate. The surgeon could not use that specific hole and had to use an alternative locking hole with another drill guide, this caused a delay of 25 minutes. No adverse consequences were reported.